Event description:
The instrument coating, after being autoclaved, was rubbing off. The instrument was used in surgery and it was noticed that the coating had transferred to the patient in the wound area. The wound was irrigated and a small 1mm thin piece of tissue in which the coating had transferred to was removed around the wound.